Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the device misfired. A new reload was used but it also misfired, the surgeon r eplaced the reload for the third time however same issue occured. The fourth reload replacement was able to be used with no issue. There was no patient injury.